Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. A defibrillator threshold test was performed, however, it was not successful due to high defibrillator thresholds. A lead fracture is being suspected. It was decided to explant and replace this lead. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.